Manufacturer narrative:
Monitor sn: (B)(4) and electrode belt sn: (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient passing. Manufacture dates: monitor: 12/17/2015. Electrode belt: 05/10/2016.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2019. The patient's son reported that the patient was found with the lifevest alarming and 911 was called. It was reported that a family member was pressing the response buttons. The son reported that when ems arrived, the device was removed and CPR was performed. The patient was taken to the hospital where she later passed. Per review of the event, the patient was treated by the lifevest prior to passing. The device first detected an arrhythmia with response button use at 00:31:03 (B)(6) 2019. The ecgs show that the patient was in ventricular tachycardia (vt) at 250 bpm. Gel was released at 00:31:28 and a treatment shock was delivered at 00:33:20. The patient's rhythm at the time of the event was ventricular fibrillation (vf) with the post-shock rhythm being sinus bradycardia at 30 bpm with hb and pvcs. The device then declared a non-treatable rhythm at 0:33:54. At 00:35:02, the device detected an arrhythmia while the patient was in sinus bradycardia at 25 bpm with bigeminy and hb. The device exited the detection sequence at 00:36:01. The device did not declared any other arrhythmias and the electrode belt was disconnected at 00:47:47. The patient subsequently passed away later on (B)(6) 2019. The device appropriately treated and converted the patient. No subsequent vt or vf was detect after the treatment. No indication at the time that the device caused or contributed to the patient passing. Following the first detection while the patient was in vt at 250 bpm, the treatment shock was delayed due to a family member pressing the response buttons.